Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that there were open incoming line fuses in the mobile view station (mvs). Fuses were replaced and the system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information that a navigation system would not turn on. The green light was not on. There was no patient present when this issue was identified.